Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The customer reported the shaft broke off the base. The repair technician reported the gauge tip was broken. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the shaft (needle) broke off of the base of a depth gauge for 2.7mm and small screws. Issue was found outside of the operating room when cleaning the instrument. There was no surgical or patient involvement. No other information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) depth gauge for 2.7mm & small screws was received with the complaint category of ¿broken: procedural step unknown.¿ the complaint condition is confirmed as the depth gauge was received with the proximal portion of the needle broken off at the threads. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Following the service and repair process, the device was received for investigation. The depth gauge is intended for use across various plating procedures. The device is comprised of four (4) components (slider assembly, guide sleeve, knurled cap, and headpiece assembly) that disassemble for decontamination. The depth gauge was received with the proximal portion of the needle broken off at the threads. This is where the device connects to the calibrated body of the device. The needle component shows nicks on the distal end. The balance of the device shows surface wear, but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing assembly and needle component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. The sleeve and headpiece, which slide on the calibrated portion, add additional protection to the needle attachment point during use. Thus, it is likely that the issue occurred while in a disassembled state for sterilization. However, given the unknown conditions at the time of the breakage, the root cause could not be definitively determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initially it was reported the part was received on august 01, 2016. On (B)(4) 2016, it was discovered the part had actually been received on july 29, 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.